Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process with no alleged complaint. During routine inspection of the device by olympus foreign material was found inside the air/water tube and air/water cylinder. This medical device report is being submitted to capture the reportable malfunction found during the device evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. There were few additional findings during device evaluation: the grip had a scratch, due to wear of the knob wire, the forceps lever had play, due to wear of the angle wire, bending angle in the "up" direction did not meet standard value, the adhesive around the objective lens had a white clouded area, the adhesive around the light guide lens had a white clouded area, the adhesive on the bending section cover was detached, the connecting tube had a scratch, water tightness of the forceps elevator was lost and there was corrosion around the forceps elevator arm. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage. The event can be detected by following the instructions for use (IFU) section which state: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test. Olympus will continue to monitor field performance for this device.